Event description:
Prior to giving insulin to patient, nurse primed insulin pen with needle intact. After attempting to prime needle nurse noticed that insulin did not prime. Another needle was obtained, and pen was primed again with two units. Current needle did not prime. Nurse obtained another needle and primed insulin pen. This time the pen primed. This nurse noticed this issue last weekend but did not report at the time due to only experiencing the issue one time. No injury occurred to patient or staff. Reference report: mw5116298.